Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the paramedic received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant did not indicate that there was any adverse effect to the paramedic. There is no more information available.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll approved service provider evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing and electrical testing without a malfunction. The device was recertified and returned to the customer. The device clinical file was reviewed and it appears the user was performing CPR during the analysis and during shock delivery for this automatic AED. The device gave all expected prompts during the event and showed that CPR was being performed at the incorrect time. Analysis for reports of this type has not identified an increase in trend.